Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure upon removal of the 22fr retroflex 3 sheath, an angiogram was taken of the left common femoral artery that showed a small perforation. The perforation was at the arteriotomy site. A 10x5 covered stent was placed over the perforation. A final angiogram was taken, and the vessel was patent with good runoff. A percutaneous approach was used in this case, and it was undetermined as to whether or not the extravasation through the arteriotomy was due to a failed perclose device, or trauma from the sheath removal. It was also reported that following the procedure the patient was stable with no issues. The access vessel minimum luminal diameter was 7.73 mm. The degree of vessel calcification was described as mild, and there was no tortuosity. There was nothing abnormal noticed while inspecting the device prior to use. No difficulty was noted during insertion or removal of the dilators. There was no difficulty removing the sheath from the patient or with the use of the closure devices. Per report, it is possible the event was due a failed perclose device.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, per report the minimum luminal diameter for the access vessel was adequate for the use of the device (7.79mm); there was mild vessel calcification, and no tortuosity. It is possible that patient factors (calcification and/or tortuosity not appreciable on imaging) contributed to the reported event. As noted, it was also undetermined if the extravasation through the arteriotomy was due to a failed perclose device, or trauma from the sheath removal. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.